Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): instructions, operation manual for gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject events. Instructions, reprocessing manual for gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was confirmed. The evaluation found the following: due to clogging of channel tube, foreign objects come out of distal end; nozzle has foreign objects; due to clogging of suction tube in universal cord, foreign objects come out of suction port; due to wear of zoom lever, water tightness is lost; distal end plastic cover has a dent; adhesives around light guide lens has white-clouded area; adhesives around objective lens has white-clouded area; switch4 has a wear; switch2 has a scratch; switch box has a scratch; due to a dent on channel tube, forceps cannot be inserted smoothly; due to clogging of suction tube of universal cord, the suction function does not work at all; due to clogging of nozzle, no water is fed; due to clogging of nozzle, no air is fed; adhesive on bending section cover or distal sheath rubber has white-clouded area; adhesive on bending section cover or distal sheath rubber has a chip; due to wear of angle wire, the play of up/down knob is out of the standard value; due to wear of angle wire, bending angle in up/down direction does not meet the standard value; due to a dent on channel tube, channel cleaning brush cannot inserted smoothly; due to clogging of jet tube, water cannot be supplied; distal end plastic cover has a dent; connecting tube has a scratch; indication on scope connector is peeled; protector of universal cord on control section side has a scratch; image guide protector has a scratch; universal cord has a wrinkle; grip is shaved; and connecting tube has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope, forceps was stuck in the mouth. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that a foreign matter came out from the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation.